Manufacturer narrative:
Clinical evaluation: evidence was found to support the following reported events: left external iliac artery dissection and stent placement to resolve the issue. Clinical was unable to find evidence to reasonably suggest a contributing factor(s) to the reported event due to limited available patient information. Root cause: based on the information available, the root cause of the reported event could not be determined. Corrected data - contact office: updated. (B)(4).

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported during the initial implant of afx devices there was a partial dissection of the external iliac artery. The physician was able to repair the damage during the initial procedure. The patient is reported as well.